Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4). Device discarded: (4115/ 3221): customer indicated that the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing. H3 other text : device discarded.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2. They said wire was lifted off the jaw when they opened the box. Not used on patient. Case completed with another kit.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 to nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.